Event description:
It was reported that the patient was experiencing pain in the neck. The physician believes the pain is related to the placement of the vns device. The patient was referred for vns explant surgery approximately 5 months after the pain was first reported. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Per the explanting surgeon, the explant procedure was for patient comfort, not to preclude a serious injury. No additional relevant information has been received to date.

Event description:
The patient underwent surgical consult for explant. The surgeon noted that the patient presented with pain in the neck, pain in the chest, and a submental lump. The patient underwent both generator and lead explant. The explanted devices were discarded per hospital policy. No additional relevant information has been received to date.